Event description:
It was reported that the remote monitoring system reported that the patient had been in atrial fibrillation (af) for 54 minutes; however, when the device was checked there were no af episodes. The physician was concerned that the summary report indicated af when all of the counters were zero. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5592-53 lead, implanted: (B)(6) 2004. (B)(4).